Manufacturer narrative:
The monitor has been removed from service by the facility biomed. A spacelabs investigation is underway. We will file a supplemental report when our investigation is concluded. Placeholder.

Manufacturer narrative:
The monitor was removed from service by the facility biomed. Onsite testing was performed by a local spacelabs field service engineer (fse). The fse found the nvram (non-volatile random access memory) component of the monitor was defective, which caused the monitor to reset to english instead of the facility configured french language. The english language display did not interfere with bedside monitor patient parameter data presentation or alarms. The nvram part was replaced which resolved the issue and the unit was returned to clinical use by the facility. This report is final and the issue considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2014 a bedside monitor model 91390 lost configuration which caused the monitor to reset to english instead to the local french language. There was no alarm or warning to the user that this occurred. No one was injured as a result of this event.

Event description:
Spacelabs received a report that a bedside monitor model 91390 lost configuration which caused the monitor to reset to english instead of the local (B)(6) language. There was no alarm or warning to the user that this occurred. No one was injured as a result of this event.